Event description:
Meter would not power on. The patient had been unable to test on the reporter meter for approximately on emonth. They had obtained results such as 115mg/dl and 150mg/.dl on another meter during the time of concern. They had contacted a medical professional for advice, however, no further treatment was sought. The customer service representative confirmed that the batteries were correctly installed, the batteries were replaced less than 1 year ago, and the battery contacts were in good condition. The patient neither alleged harm nor experienced injury or medical intervention. Issue was not resolved through troubleshooting, patient's meter was replaced.